Event description:
It was reported that a male patient, underwent a right atrial flutter procedure with a thermocool® sf nav uni-directional catheter and suffered a cardiac tamponade which required pericardiocentesis and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power settings at 50 watts, temperature of 34 degrees, irrigation flow of 15 ml/min and st jude medical sr0, 8fr sheath was used. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) review cannot be conducted because the device was not returned and no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator, us catalog #: unknown, serial#: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial#: unknown; product name: webster¿ electrophysiology catheter, us catalog #: f6ql010st, lot #: unknown; product name: webster¿ electrophysiology catheter, us catalog #: d6dr005rt, lot #: unknown. Non-bwi product used: product name: st. Jude medical sr0, 8fr sheath, catalog #: unknown. (B)(4).